Manufacturer narrative:
Exact date unknown, event occurred a month ago.

Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the hospital and will not be returned.